Manufacturer narrative:
Product event summary #us: performance data collected from the device indicated that elective replacement indicator (eri) was due to high battery impedance recorded on (B)(6) 2012 prior to explant.

Event description:
It was reported that the implantable pulse generator (ipg) had unexpectedly short longevity. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. (B)(4).